Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The device serial number has not been provided.

Event description:
The customer reported to philips that the unit does not recognize installed paddles. There was no patient involvement .